Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to fracture titanium neck at the stem junction; stem medial calcar also fracture along rim proximal (left).